Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2020') and craniocerebral injury ('brain trauma') in a 40-year-old female patient who had essure (batch no. 003563247-inv) inserted for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included levetiracetam since (B)(6) 2017. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced craniocerebral injury (seriousness criterion hospitalization), abdominal pain upper ("stomach aches") and headache ("headache"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the craniocerebral injury, abdominal pain upper and headache had not resolved. The reporter provided no causality assessment for abdominal pain upper, craniocerebral injury, headache and medical device removal with essure. The reporter commented: dates for headaches, stomach aches brain trauma: from: (B)(6) 2017 ongoing lot number reported (003563247) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: with follow up received from consumer this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2020') and craniocerebral injury ('brain trauma') in a 40-year-old female patient who had essure (batch no. 003563247-inv) inserted for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included levetiracetam since (B)(6) 2017. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced craniocerebral injury (seriousness criterion hospitalization), abdominal pain upper ("stomach aches") and headache ("headache"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the craniocerebral injury, abdominal pain upper and headache had not resolved. The reporter provided no causality assessment for abdominal pain upper, craniocerebral injury, headache and medical device removal with essure. The reporter commented: dates for headaches, stomach aches brain trauma: (from: (B)(6) 2017 to: ongoing). Lot number reported (003563247) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2020') and craniocerebral injury ('brain trauma') in a 40-year-old female patient who had essure (batch no. 003563247-inv) inserted for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included levetiracetam since (B)(6) 2017. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced craniocerebral injury (seriousness criterion hospitalization), abdominal pain upper ("stomach aches") and headache ("headache"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the craniocerebral injury, abdominal pain upper and headache had not resolved. The reporter provided no causality assessment for abdominal pain upper, craniocerebral injury, headache and medical device removal with essure. The reporter commented: dates for headaches, stomach aches brain trauma: (from: (B)(6) 2017 to: ongoing). Lot number reported (003563247) is not valid. Most recent follow-up information incorporated above includes: on 22-jan-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2020') and craniocerebral injury ('brain trauma') in a (B)(6) year-old female patient who had essure (batch no. 003563247) inserted for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included levetiracetam since (B)(6) 2017. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced craniocerebral injury (seriousness criterion hospitalization), abdominal pain upper ("stomach aches") and headache ("headache"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the craniocerebral injury, abdominal pain upper and headache had not resolved. The reporter provided no causality assessment for abdominal pain upper, craniocerebral injury, headache and medical device removal with essure. The reporter commented: dates for headaches, stomach aches brain trauma: (from: (B)(6) 2017 to: ongoing). Drug batch numb- 003563247. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.